Event description:
My cgm values appear to be inaccurate. There were no reported glucose values available to search within the parkes error grid calculator.the data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4).